Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. Based on the results of the investigation, although olympus confirmed that a 2.5mm white cotton-like material was observed, the specific foreign material that remained could not be identified. Also, although attempts were made by olympus to gather further event details and device reprocessing steps, there was no response by the customer. Therefore, the root cause of the retained foreign material could not be determined. The event can be detected/prevented by following the instructions for use (IFU) which state: ¿operation manual - chapter 3: preparation and inspection the countermeasures against troubles are described in this chapter. If any irregularity is observed during the inspection described in chapter 3, 'preparation and inspection', do not use the endoscope and solve the problem as described in section 5.2, ¿troubleshooting guide¿.¿ ¿reprocessing manual -chapter 5: reprocessing the endoscope if the problem still cannot be resolved, send the endoscope to olympus for repair as described in section 5.4, ¿returning the endoscope for repair¿. Also, should any irregularity be observed while using the endoscope, stop using it immediately and withdraw the endoscope from the patient as described in section 5.3, ¿withdrawal of the endoscope with an irregularity¿.¿ this supplemental report includes a correction to h4 from the initial medwatch. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation of the reported issue. In addition to the white paper found in the air/water nozzle, other evaluation findings are as follows: the air/water supply volume was low; the plastic distal end cover was worn and scratched; the angulation had slack; the bending angle did not meet specification; the bending rubber adhesive was detached; and the leak test failed twice. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was reported that the colonovideoscope was not inflating and the air channel was blocked. It was added that it failed the leak test twice. This was identified during a diagnostic colonoscopy procedure. The procedure was completed with a two minute delay using a similar device. It was noted that the patient's sedation was extended only by a few minutes. There was no report of patient harm. The device was returned, evaluated, and the air/water nozzle was found to be blocked with a white paper. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.